Manufacturer narrative:
Correction: h6 eval code conclusion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator (epg) captured intermittently during pacing. It was noted that the case was damaged. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comments that the external pulse generator (epg) captured intermittently during pacing and that the case was damaged. It was noted that the epg passed all automated and bench testing with no anomalies observed and both case halves were undamaged. It was further noted that the hanger assembly was broken and the main label was damaged (torn). Additionally, it was noted that the liquid crystal display (lcd) was bleeding on the upper left corner and both of the output connectors were discolored. The epg was sent back to the customer unrepaired as it was no longer serviceable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.